Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was broken but did not pass the load reservoir screen. It is reported that the insulin flow block alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per instructions. The pump will be returned for analysis.

Manufacturer narrative:
The customer returned the pump for alleged recurring insulin flow blocked alarms and the pump will not exit the "load reservoir" process (prime/fill anomaly) found on (B)(6) 2023. The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. The pump primed and seated properly when the test reservoir was detected. No unexpected prime anomalies or insulin flow blocked alarms were noted during testing. Successfully downloaded the trace and history files using thus. A review of the pump history file reveals on (B)(6) 2023 there were a total of seventeen (17) no delivery (insulin flow blocked) alarms that occurred between 18:13 and 19:00 during basal deliveries. The pump was cut open for visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, and force sensor however, corrosion and rust were found on the motor and motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, keypad overlay texture damage, broken belt clip rails, serial number label slightly stained, and pillowing keypad overlay. Insulin flow blocked alarms and prime/fill anomaly are confirmed due to moisture damage (corrosion and rust) on the motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.